Event description:
It was reported that the patient had to perform a system controller exchange due to "power disconnected" alarms. Log files were submitted for review and captured no notable alarm conditions of parameter changes. At 7:39:30 the driveline was disconnected, at 7:39:35 the pump was back on and running, and at 7:39:49 the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarm and atypical power cable disconnect alarm was confirmed via the submitted log files. On (B)(6) 2026 from 07:28:52-07:29:02 and 07:29:09-07:29:13, the log file captured atypical power cable disconnect alarms while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarms resolved each time the rsoc voltage on the black power cable returned to the expected range. On (B)(6) 2026 at 07:39:30, the driveline was briefly disconnected before being reconnected on (B)(6) 2026 at 07:39:31. The pump then ramped up to speed as intended. On (B)(6) 2026 at 07:39:49, the driveline was disconnected again and shortly after both power cables were disconnected. This series of events is consistent with the reported controller exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured on the reported event date in the log file. The provided information indicated the patient exchanged their controller to troubleshoot the power cable disconnect alarm. Multiple attempts were made to obtain additional information regarding if the controller exchange resolved the alarms, the cause for the second driveline disconnect alarm, and if product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis yet. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.